Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 21-nov-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving dilaudid (unknown concentration or dose) via an implantable infusion pump for spinal pain. It was reported that the patient stated that their healthcare provider "nearly killed" them replacing the catheter and they were re-hospitalized for 4 days because the healthcare provider saturated the patient with medication.